Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The weakness in hand or fingers rate seen (41 worldwide incidents out of estimated 179,000+ procedures performed to date) is approximately 0.023% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced loss of feeling and strength in both arms, hands including forefingers and thumbs 3 days post miradry treatment. Ibuprofen, prednisone, and doxycycline were prescribed. At 6 days post-treatment, a neurologist examined the patient and determined a nerve injury in the armpits prevents the signal from reaching the fingers. Neurologist stated the nerve injury is temporary and the patient will be back to normal within 4-12 months. Gabapentin 300mg was prescribed for the tingling/discomfort. Clinic confirmed the symptoms are improving.